Event description:
It was reported to boston scientific (bsc) in 2006 that a customer encountered problems during use of a detachable coil. According to the customer: "pulmonary artery's embolization was performed. The catheter was advanced to the target after it was approached to right pulmonary artery. Then, when the 2nd coil (device in question) was advanced after (1st bsc) coil was deployed, friction was felt. Friction was felt when the pusher wire was pushed, but friction wasn't felt when it was pulled. Because the coil (device in question) wasn't pulled out, this catheter was pulled out together. When the distal tip was checked, the coil (device in question) was protruded about 1cm. Therefore, when it was pulled out, it had been detached. Then, when the pusher wire was pulled out from the proximal shaft, the locking area wasn't attached. When the distal shaft was checked again, the lock part remained at about 2cm from the distal end." No patient complications were reported.

Manufacturer narrative:
For export only (filing for this product because this product's predicate device is marked in the us). The device in question was returned to the manufacturer on 01/10/2007 for evaluation. An investigation on the device in question is currently in progress. Based on the information known at this time, boston scientific cannot conclusively determine the cause of the user's experience. If further significant information becomes available, a supplemental report will follow.